Event description:
It was reported that approx. 72 months after the implantation intermittent loss of capture (atrial) was noted. Patient received a complete new system.

Manufacturer narrative:
The lead was not returned for analysis. However, the manufacturing process for the lead as well as for the pacemaker was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.